Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) inspected the auxiliary cabinet and finding no failures. The drawer was inspected for proper operation, slide bumpers, and loose medication, and all components were confirmed to be in good working condition. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 6 was off the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.